Event description:
It was reported that the balloon was ruptured. The 90% stenosis was located in the moderately tortuous and mildly calcified superficial femoral artery. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 6atm within few seconds. The device was removed only using normal method without any problem. The procedure was completed with another device. No patient complications were reported and the patient status was good.